Event description:
It was reported that while using bd epicenter¿ single user software, there was patient to specimen misassocation of one sample. No patient impact reported. The following information was provided by the initial reporter: "incorrect patient demographics populating. Customer reports a patient demographics from a few years ago populated a bottle that was scanned into the instrument today. This is mismatched customer name. Unable to perform association change for accession to new patient ID. Sample accession number is (B)(4). New patid is (B)(6)".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: customer reports a patient demographics from a few years ago populated a bottle that was scanned into the instrument today. This is mismatched customer name. The customer's lis does re-use accession numbers. The field service engineer took the action to clean out old logs and to configure the dmu purging and pruning recommended settings ((B)(4)) were used, after that, the customer does not report that the problem continues. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd epicenter¿ single user software, there was patient to specimen misassocation of one sample. No patient impact reported. The following information was provided by the initial reporter: "incorrect patient demographics populating. Customer reports a patient demographics from a few years ago populated a bottle that was scanned into the instrument today. This is mismatched customer name. Unable to perform association change for accession to new patient ID. Sample accession number is (B)(4). New patid is (B)(6)."